Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was returned to intuitive surgical, inc. (Isi) and evaluated. The tip cover accessory was found to have tears and a puncture. However, there was no evidence of arcing. Failure analysis concluded that the damage found on the tip cover accessory might have been likely due to mishandling/misuse. Based on the additional information obtained from failure analysis, this complaint is no longer deemed a reportable event due to the following conclusion: there is no indication that a malfunction of the mcs tip cover accessory occurred. The tip cover accessory damage was likely caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, electrical energy leaked through the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. The electrical energy reportedly arced to the bowel. The surgical staff replaced the mcs tip cover accessory and proceeded with the surgical procedure. No recurrences of the arcing event occurred during the remainder of the surgical procedure which was completed. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the surgical procedure was not recorded. He was present during the surgical procedure. The event occurred midway during the surgical procedure. The mcs instrument was inspected prior to the procedure and no issues were found. The mcs tip cover accessory was installed with the installation tool and electrolube was applied to the instrument tip after installation. No instrument collisions were observed during the procedure. The surgeon was able to use the mcs instrument during the procedure and before the arcing event occurred without any issues. The surgeon used a valley lab force fx esu with 35 (cut & coag) settings. While the surgeon was using monopolar coag with the mcs instrument on connective tissue, the surgical staff noticed a flash and smoking from the tip of the instrument. At that point, the surgeon identified a superficial serosal burn to the patient's bowel that did not require any repair. The robotics coordinator stated that the bowel injury was not a perforation or through-and-through injury. Prior to removing the mcs instrument, the surgeon placed the tip of the mcs instrument in close proximity to a prograsp forceps instrument in the surgical field and noticed arcing between the instrument tips. The surgical staff replaced the mcs tip cover accessory and proceeded with the surgical procedure which was completed. No post-operative complications have been reported. The robotics coordinator indicated that the mcs instrument has been used in subsequent surgical procedure with no recurrences of the reported arcing issue. At this time the site's risk management dept. Currently has the mcs tip cover accessory. The patient was hospitalized for a couple of days post-operatively since his bowels were weak according to the robotics coordinator. The robotics coordinator reiterated that the bowel injury did not require any repair intra-operatively or post-operatively. Did any fragments fall into the patient? No. Was there any patient harm? Yes.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. Based on the information provided, this complaint is being reported due to the following conclusion: according to the surgical staff, electrical energy arced through the mcs tip cover accessory. However, there is no indication that a serious patient injury occurred.